Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate.

Event description:
It was reported that after a monarc implant, the patient had good continence. The date of implant was not provided. Additional information provided indicates that recently the patient experienced urine leakage upon standing. On examination, a vesical-vaginal fistula was found. The type of intervention has not been decided as yet.